Event description:
Additional information received indicated following the implant procedure intravenous potassium-chloride was administered and oral potassium to obtain resolution the day following the valve implant procedure. Approximately 42 days following the valve implant, at the 30-day follow-up visit, the patient experienced fatigue, dyspnea and fluid overload. The n-terminal pro-b-type natriuretic peptide (nt-probbp) measured 743 pgm/ml. New york heart association functional class ii was noted. As reported, the acute on chronic heart failure was likely secondary to the recent blood transfusions for the upper gastrointestinal bleed. A diuretic was increased. This acute heart failure episode was ongoing and reported as unrelated to the medtronic products and implant procedure.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a repeat esophagogastroduodenoscopy was performed approximately 3 months following the onset of the upper gastrointestinal (gi) bleed. The egd noted no ulcer. The upper gi event was resolved at this time. The urinary tract infection was not reported as not related to the valve implant procedure.

Manufacturer narrative:
Updated/corrected data: a1, a2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the right femoral site oozing was causal related to the delivery catheter system (dcs) and implant procedure. As reported, the left femoral access site was utilized for the dcs. The left femoral minimum diameter was 6.0 millimeters (mm). The left bundle branch block (lbbb) was reported as causal to the implant procedure and the valve. Eight days following the valve implant procedure the patient had a follow-up with the primary physician. As reported ¿cardio¿ reported episodes of hypotension. A blood pressure measurement of 103/69 millimeters of mercury (mm hg) was noted. The dosage of an angiotensin ii receptor blocker and diuretic, a combination drug, was reduced from 50 milligrams (mg) to 12.5 mg. An electrocardiogram (ECG) revealed st depression in the inferior leads. The patient denied chest pain. No symptoms and treatment required regarding the st depression. As reported, a stress test would occur if the patient became symptomatic. The st depression had not yet resolved. Seven days later, the patient presented to the emergency department with report of melena and hematemesis. The hemoglobin at arrival measured 8.0 grams per deciliter (g/dl). Two units of packed red blood cells were transfused and intravenous octreotide, tranexamic acid (txa) and pantopr azole was also administered. The patient was admitted to the hospital the following day for an upper gastrointestinal (gi) bleed. An 8 mm cratered ulcer with no stigmata of recent bleeding was reported. Two days following the admission the hemoglobin measured 6.8 g/dl and additional unit of packed red blood cells was transfused. During this hospitalization a loop diuretic and a potassium-sparing diuretic were discontinued for the hypotension. The patient was cleared to resume aspirin and an antiplatelet. The patient was discharged 9 days following admission. The blood pressure measured 122/71 mmhg and the hemoglobin measured 10.2 g/dl. The upper gi bleed was reported as causal to the valve implant procedure but unrelated to the medtronic products. The hypotension was reported as resolved at the time of this hospital discharge. The upper gi bleed was reported as resolving. The physician indicated the hypotension was not related to the medtronic products nor the implant procedure. The cause was not reported. Additionally, it was clarified hypokalemia presented with the low potassium levels reported. Approximately 41 days following onset of the st depression, an ECG noted minimal st depression and the patient still denied angina. The st depression was reported as still resolving.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [deliv sys d-evolutfx-2329], product ID: [d-evolutfx-2329], (lot: [0012879042]. Updated data: b2, b5, d1, d4, d10, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the physician, that the acute on chronic heart failure was not related to the valve.

Manufacturer narrative:
Corrected data: g3 - date on supplemental medwatch #5 should have reflected 2025-nov-20, rather than 2025-nov-21 (as previously subm itted). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 19 days following the implant procedure of the transcatheter bioprosthetic aortic valve, while hospitalized, a urinary analysis revealed e coli with >100 k colony-forming units (cfu). An intravenous antibiotic was started. The patient was discharged 6 days later without oral antibiotics. The event resolved this same date. The physician indicated the event was causal related to the valve implant procedure.

Manufacturer narrative:
Updated data: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a diuretic prescribed for the acute on chronic heart failure that had occurred approximately 37 days following the valve implant. Rather than 42 days following implant as previously reported. Approximately 9 days later the lower extremity edema had improved. The urinary tract infection was reported as likely due to the foley catheter. The hypokalemia was reported as causal related to the valve implant procedure. Approximately 3 months later, a loop diuretic was decreased to 1 milligram twice daily.

Manufacturer narrative:
Continuation of d10: product ID {{mdt-trans dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{mdt-trans cls}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{angio-seal}}; product lot/serial number {{unknown}}; product type: {{vascular closure device}}; implant date {{na}}; explant date {{na}} product ID {{perclose}}; product lot/serial number {{unknown}}; product type: {{vascular closure device}}; implant date {{na}}; explant date {{na}} product ID {{perclose}}; product lot/serial number {{unknown}}; product type: {{vascular closure device}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the transcatheter bioprosthetic aortic valve the potassium measured 3.8 and the hemoglobin measured 11.2. During the valve implant procedure following the valve deployment a left bundle branch block (lbbb) was identified. There was no advanced atrio-ventricular block identified. The temporary pacing wire was left in place. Unspecified diagnostic testing performed. Following the removal of the guidewire in the right femoral access site, two non-medtronic closure vascular devices were placed. Residual oozing, bleeding occurred which was treated with a different 8 french non-medtronic closure device. On the same date of implant, following the procedure the potassium measured 3.2 and the hemoglobin measured 9.7. Treatment was not required. The temporary pacing wire was removed at discharge the day following the valve implant. The electrocardiogram (ECG) identified normal sinus rhythm without lbbb. The lbbb event was reported as resolved. The potassium level also resolved this day and measured 3.9. The access site event also resolved the day following the implant procedure. The hemoglobin measured 10.1. The groin site was stable with dry dressings. At the 1-week follow-up visit there were no issues with the arterial access site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 1 month prior to the valve implant, mild coronary artery disease (cad) was noted on the pre-operative catheterization. The physician indicated the st depression was unrelated to the valve and valve implant procedure.